Event description:
Some hrs after having filled a cavity with ketac molar the pt experienced an anaphylactic shock. The pt had circulatory problems and was gasping for breath. The pt was immediately brought to an ER where the pt was treated with antihistaminic. After the filling was removed the symptoms subsided and the pt recovered completely.